Event description:
It was reported that the nurse stated there was an air leak alert earlier and they added water to the arctic sun device. Then device was alerting 113 reduced water temperature control. Device did not appear to be warming now. Patient temperature was 32.6c, targeted temperature was 36c, water temperature was 29.9c and neonatal pads were in use. System diagnostics read outlet monitor temperature was 31c, outlet control temperature was 30.9c, inlet temperature was 29.5c, chiller temperature was 6.7c, water flow rate was 1.1 l/m, inlet pressure was -7 psi, circulation pump command was 34 percentage, mixing pump command was 0, heater 72, water reservoir level was 5, system hours 1467.7 and pump hours 1259.5. Walked through draining 16 ounces of water. Called back 30 minutes later and confirmed with charge nurse that water temperature was 35c patient temperature was 32.9c and targeted temperature was 33c. Per follow up information received via phone on 21dec2023, patient completed therapy successfully after water drained from device. They were unaware of any air leak issues or resolution. The device had been picked up after therapy completion by biomed.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated there was an air leak alert earlier and they added water to the arctic sun device. Then device was alerting 113 reduced water temperature control. Device did not appear to be warming now. Patient temperature was 32.6c, targeted temperature was 36c, water temperature was 29.9c and neonatal pads were in use. System diagnostics read outlet monitor temperature was 31c, outlet control temperature was 30.9c, inlet temperature was 29.5c, chiller temperature was 6.7c, water flow rate was 1.1 l/m, inlet pressure was -7 psi, circulation pump command was 34 percentage, mixing pump command was 0, heater 72, water reservoir level was 5, system hours 1467.7 and pump hours 1259.5. Walked through draining 16 ounces of water. Called back 30 minutes later and confirmed with charge nurse that water temperature was 35c patient temperature was 32.9c and targeted temperature was 33c.